Manufacturer narrative:
Product ID: 8709, lot# j10846r24, implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: catheter; product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter; product ID: 8578, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was examined during surgery normal pump replacement. Noted that the catheter aspirated very slowly. Also noted that the connector and catheter appeared worn. The device diagnosis was catheter occlusion. 4cm of catheter was cut off and clear csf was seen dripping from the from the catheter. It was then secured to the new pump using a new sutureless connector. It was indicated the event was related to the device or therapy. The patient's weight was (B)(6) and the issue resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot#: j10846r24, implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: catheter, ubd: 06/26/2003, UDI#: (B)(4). Product ID: 8578, lot/serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter, ubd: 10/30/2014, UDI#: (B)(4). Product ID: 8578, lot/serial# (B)(4), implanted: (B)(6) 2019, product type: catheter, ubd: 02/21/2021, UDI#: (B)(4). Of note, the following devices were returned for analysis: product ID: 8709, lot# j10846r24 & catheter ID: 8578, lot/serial# (B)(4). Product ID: 8578, lot/serial#: (B)(4), remains implanted at this time. Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 1500 mcg/ml of fentanyl, 15.8 mg/ml of bupivacaine, and 5.1 mg/ml of hydromorphone at 698.4 mcg/day, 7.356 mg/day, and 2.3744 mg/day respectively, via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported the patient's pump was replaced on (B)(6) 2019. The pump was replaced due to the elective replacement indicator (eri). It was indicated the pump was replacement was a routine replacement. The patient's catheter was located at t10 and the patient's pump was in their left abdomen. The patient was scheduled for day surgery with monitored anesthesia care, with the patient in a supine position. The patient's diagnosis was provided as lumbar (low back) degenerative disc disease (ddd) and lumbar spondylosis. It was reported there were no patient complaints. A normal catheter dye study (cds) was performed and the catheter was sluggish. A new connector was applied, and this did not improve the free flow. The patient was happy with the therapy. The distal catheter was not replaced. The doctor also noted that the segment was frail and stretching. There were no reported environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The very end of the catheter was trimmed off during the revision on (B)(6) 2019 a nd will be returned for analysis. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included: ra (rheumatoid arthritis); osteoarthritis; insomnia; and asthma. The patient was taking coumadin. The patient's allergies included: seffin and bupropion. Additional information was received from the manufacturing representative (rep). The explanted catheter segments were returned to the manufacturer for analysis. The complaint that the catheter segment was frail and stretching was associated with the 8709 model catheter. The rep confirmed that the flow of the catheter was still slow and sluggish after the new connector was implanted however the doctor chose to leave the new connector implanted. It was indicated the information has been confirmed with the physician/account.

Manufacturer narrative:
The catheter (B)(4) was returned, and analysis found no significant anomaly. The catheter (B)(4) was returned, and analysis found no significant anomaly. The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.